Event description:
Additional information received indicated the representative met with the patient and troubleshooting was unable to resolve the issue. The next course of action has yet to be determined as it is still being discussed between the patient and physician.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not place the ipg into surgery mode prior to undergoing unrelated surgeries. Post-operatively, the ipg would not connect to the external devices. The patient may be awaiting troubleshooting as the next course of action.

Event description:
Additional information received indicates that surgical intervention took place in 2019 where the patient was explanted.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated no intervention is planned at this time.